Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation was confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. Use of a pressure monitoring device is recommended.¿ the investigation determined that the reported difficulties and foreign body in patient were likely due to circumstances of the procedure. It likely that the balloon rupture initiated longitudinal and was the result of interaction with the anatomy calcification and possibly due to over-inflation. There were no leaks reported during preparation or during use for pre-dilatation, suggesting that the damage was not pre-existing. In addition, the resistance noted during removal and radial separation of the balloon material was likely the result of the ruptured balloon material catching on the introducer sheath or anatomy during removal. The additional damages noted to the returned unit likely occurred during the difficulties encountered while removing the ruptured/separated device from the anatomy. It should be noted that the armada 35 instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture; however, it could not be determined if inflating the balloon above the rated burst pressure solely caused the rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a tight lesion with scare tissue and heavy tortuosity in the right brachial vein. A 7.0 x 80 mm armada 35 balloon catheter was advanced to the lesion without resistance. However, during the first inflation, the balloon ruptured at 22 atmospheres. When the balloon catheter was being removed, there was resistance with the anatomy and the distal portion of the balloon separated. A surgeon was consulted, and it was decided to leave the separated balloon portion in the patient anatomy as it was lodged in a small branch. The patient remained stable. No additional information was provided.